Event description:
The nursing home was lifting the consumer to use the bathroom, when the strap on the sling allegedly broke, causing the consumer to fall backwards. This allegedly resulted in a broken 11th vertebrae and a severed spinal cord. The consumer passed away 2 days after the alleged incident.

Manufacturer narrative:
No model or serial number of the alleged torn sling has been provided. A model number of an invacare lift has been provided. A facility states during a transfer of their patient, the sling broke. The patient fell and reportedly broke a vertebrae, and severed their spinal cord. The consumer passed away two days later. The facility is investigating this incident as is not providing any serial number or model number of this sling. The sling manufacturer, service and maintenance history is unknown at this time. MDR filed based on alleged death.